Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that audio feature was working intermittently and the vibratory feature was not working at all. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings: the pump powered on with functional vibratory features but no auditory alerts. All sound settings were found to be set to ¿high¿ except the temp basal sound setting, which was set to ¿off¿. The audio circuit piezo was activated and there were no audible tones. The pump casing was opened and the piezo contacts were found to be out of alignment. The vibratory features were found to be functioning normally during investigation. The vibration motor was tested and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .